Manufacturer narrative:
On 1/5/2019, mentor became aware that the patient underwent bilateral removal and replacement with a 425cc mentor smooth round moderate profile saline breast prosthesis on the left side. On 1/13/2019, the mentor failure analysis lab has received the device for evaluation. On 1/23/2019, the product investigation was completed: device investigation summary: upon receipt by mentor, two devices without lot number engraved were returned. Both devices returned without fluid. No foreign material was observed within the devices. Brown material was observed on the shell surfaces. On device a, mentor product analysis lab discovered a rent measuring approximately 0.5 cm within an area of siltex cracking on the posterior aspect. On the other hand, the device b presented leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material found on the device. The device history record (DHR) for the lot number 222619 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 425cc saline catalog: 3542670 lot: 222619. (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with mentor siltex round moderate profile 425cc saline breast prostheses. Deflation of the left breast prosthesis was visibly noticed by the patient. As a result, the patient was scheduled for removal on (B)(6) 2018.